Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink solution administration set disconnected causing a leak. During setup after prepping the new IV set and bag, the spike had slipped out of the IV bag; after the dose was hung. The bag disconnected and a leak occurred inside the delivery bag. It was noted the spike was too short and fell out. The set was being used with a baxter bag and the device was filled with an unspecified amount of paclitaxel. There was no patient injury or medical intervention associated with this event. No additional information is available.